Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a sacral-colpopexy procedure. On the second firing of the device the base of the shaft broke away from the handle. Another device was used to complete the case. There was no adverse consequence to the patient.